Event description:
A medtronic representative received a report from a site that, while in a cranial procedure, their navigation system unexpectedly exited as they were using a microscope. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. RMA issued. Replacement computer shipped to site (B)(4) 2014. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Manufacturer narrative:
The computer was replaced in the navigation system onsite. The suspect computer was returned to the manufacturer and found to be fully functional: computer booted to login and ran cranial application overnight without error. Several exams were loaded during testing with no unexpected exit seen. Computer passed all testing with no problem found. A full system checkout was performed after the computer replacement was performed. System passed all testing. No further subsequent issues reported after computer replacement. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.